Event description:
It was reported that the pump touch screen was unresponsive on the "1, 2, 3" screen. The customer's blood glucose was 109 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.